Manufacturer narrative:
Upon further investigation, this incident is no longer deemed a reportable event. There is no allegation of a device malfunction and the event occurred due to user error.

Event description:
The patient's mother reported the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 4 and 24 hours. A dog reportedly bite off the pod, causing the cannula to dislodge from the infusion site (leg). The patient's mother provided no further information on the treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: tp1a.220624.014.n986usqsbhxl1 smartphone hardware: sm-n986u cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.